Event description:
Paramedics used the device to administer external pacing to a pt diagnosed in a bradycardiac rhythm described as conscious and alert. Intermittentlu pacing stopped and alert. Intermittently pacing stopped inappropriately and had to be restarted during pt transport. There were no adverse effects to the pt reported as a result of the alleged malfunction.